Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 7f exoseal vascular closure device (vcd) did not change color. The operator tried to change the angle several times and it did not change. The vcd was withdrawn and manual compression was used instead. There was no reported patient injury. The vcd was used for post procedural blockage for hemostasis in a lower extremity arterial stent implantation. The operator had many years of experience using exoseal. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. Upon slow retraction of the device at an angle of approximately 50 degrees, the blood return indicator pulsed to a stop, and then the vcd was slowly withdrawn for approximately 1 cm without a change in color of the indicator window. The slow retraction continued and still no change. Additional information was requested but not provided. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the indicator of a 7f exoseal vascular closure device (vcd) did not change color. The operator tried to change the angle several times and it did not change. The vcd was withdrawn and manual compression was used instead. There was no reported patient injury. The vcd was used for post procedural blockage for hemostasis in a lower extremity arterial stent implantation. The operator had many years of experience using exoseal. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. Upon slow retraction of the device at an angle of approximately 50 degrees, the blood return indicator pulsed to a stop, and then the vcd was slowly withdrawn for approximately 1 cm without a change in color of the indicator window. The slow retraction continued and still no change. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18272912 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device as the window was received in full transition and the device was fully deployed. The exact cause of the observed condition could not be conclusively determined during analysis since the condition of the returned device did not match the event reported, as it was received with the window in black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, an 8f sheath was returned inserted into the 7f exoseal vcd. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
As reported, the indicator of a 7f exoseal vascular closure device (vcd) did not change color. The operator tried to change the angle several times and it did not change. The vcd was withdrawn and manual compression was used instead. There was no reported patient injury. The vcd was used for post procedural blockage for hemostasis in a lower extremity arterial stent implantation. The operator had many years of experience using exoseal. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. Upon slow retraction of the device at an angle of approximately 50 degrees, the blood return indicator pulsed to a stop, and then the vcd was slowly withdrawn for approximately 1 cm without a change in color of the indicator window. The slow retraction continued and still no change. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18272912 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, the reported customer complaint of ¿indicator window no change to indicator¿ could not be observed. Without the return of the device and with no procedural films or images, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.